Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm low battery. Customer's blood glucose was unknown mg/dl. Customer is calling a second time regarding low battery and replacement battery cap did not resolved the issue. The customer is currently in use is aaa alkaline battery. The customer was advised that the device would be replaced.